Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 10.3 mmol meter versus an unknown lab reading. Tests were done within 10 minutes with a difference of 39% per doctors office. Patient could not recall the lab result just the difference which was later reported to them via a phone call from doctors office. Patient did not experience any adverse events. No further information has been reported.